Event description:
It was reported that a female patient, initial left knee implanted on an unknown dated, stated she underwent left knee replacement surgery and immediately had post-surgical complications (reported on MFR # 1038671-2025-00823) with the manual surgical replacement. The patient reported, even after extensive amounts of physical therapy over the years; since the robotic replacement, she does not have full range of motion in the left knee. When she tries to cross her legs, she has audibly discernible clicking and massive pain, also she cannot squat all the way down on the left leg, limiting her ability to get back on her feet when she fell at an out of state convention two years ago. No further information available.

Event description:
It was reported that a patient, initial left knee implanted on an unknown dated, stated they underwent left knee replacement surgery and immediately had post-surgical complications with the manual surgical replacement. Patient mentioned that they spent three days in-patient in the hospital and returned to the ER the next day with massive swelling on their leg. Additionally, even after extensive amounts of physical therapy over the years; since the robotic replacement, they do not have full range of motion in the left knee. When they try to cross their legs, they have audibly discernible clicking and massive pain, also they cannot squat all the way down on the left leg, limiting their ability to get back on their feet when they fell out of state two years ago. No further information available.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.